Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 688mg/dl. The customer states they reported to their doctor that they had lost their pump, and then found it. The customer states they ended up in the hospital for blood glucose level of 700mg/dl. The customer states that they tried giving themselves boluses, and humalog, but it was not enough. The customer states they were put on an IV, potassium, and placed on lantus with humalog. The customer was not able to troubleshoot, due to not having the pump on hand. The customer was advised to call back when she has the pump, in order to troubleshoot.